Event description:
An impella 5.5 was inserted via the axillary artery graft site to support the 79 year old male patient who had been admitted in with known coronary artery disease, with plan to perform a protected percutaneous coronary intervention (pci). The patient had presented in society for cardiovascular angiography and interventions (scai) stage c shock and was previously supported by inotropes, vasopressors, and a vent for respiratory needs. The pump was supporting when on the second day of support the patient had a bowel movement and with this effort the pump came out of position. The pump had migrated from the left ventricle to the aorta. The patient returned to the catheterization lab and had the pump repositioned. On day 6 the pump was weaned and explanted. The patient survived. The malpositioned pump will be conservatively reported, however the repositioning was performed with no consequence to the patient and support.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial, catalog number). Upon review, the section d catalog and serial number have now been updated. B5 is being updated to include new and corrected information that was not included in the initial report. The revised b5 provides a complete event narrative. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the device in wrong position was most likely a user related issue as clinical details noted pump migrated out of lv during patient movement.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced migration of the pump out of the left ventricle and into the aorta. The pump was repositioned under fluoroscopy and echocardiogram. No patient harm was reported.